Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump does not recognize the reservoir and the display screen is blank. Customer's blood glucose was unknown at the time of incident. Customer indicated that the battery contacts and compartment were fine and not corroded. The pump also alarmed low battery and low reservoir. Troubleshooting advised customer that a new replacement battery cap would be sent to them and to call back to further troubleshoot. No further details given.